Manufacturer narrative:
Complaint no. (B)(4).

Event description:
It was reported the catheter was being placed into the patient's subclavian vein in the intensive care unit. They did not use the raulerson syringe. During insertion the spring wire guide kinked. As a result, another kit was opened. See MDR 1036844-2014-00338 for the second kit used with the same patient.